Manufacturer narrative:
Livanova (B)(4) manufactures the s3 roller pump module. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the failure was not related to a device malfunction. The issue was caused by a short at the power outlet. The issue has been resolved and no further issues have been reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Issue not related to the livanova device.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump shut off just as the procedure was initiated. The pump was replaced and the procedure continued without issue. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is completed.

Event description:
Sorin group received a report that the pump shut off just as the procedure was initiated. The pump was replaced and the procedure continued without issue. There was no report of pt injury.